Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant of the implantable pulse generator (ipg) the patient experienced an infection. The ipg system was explanted. No further patient complications have been reported as a result of this event.